Manufacturer narrative:
Unit passed the displacement test and off no power test. The operating currents were within specification. Unit was received with blank display due to corroded battery cap contact. Unit was tested with a test battery cap and unit powered on properly. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads were noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not power on. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.